Event description:
A pt had a stent placed in the trachea for treatment of a tumor in 2003, and three weeks later during a bronchial therapy treatment the stent was found to be fractured at the proximal end in several locations. The doctor treated the pt by implanting an add'l stent on top of the original stent. It was reported that the pt has since died as a result of cancer. The doctor reported that the pt's death was not due to the stent issue. The stent remains implanted in the pt and will not be returned for eval. The device was not returned for eval. Therefore, a failure analysis could not be performed. A lot history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specs because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.